Manufacturer narrative:
Results: bd received three samples and four photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for missing additive with the incident lot was observed. Additionally, 200 retention samples were selected for evaluation, and the customer's indicated failure mode for missing additive was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd was able to duplicate or confirm the customer¿s indicated failure mode. The root cause / potential root cause for the missing clot activator was determined to be that tubes without clot activator were used to infill gaps and defects in the process after the spray coating process resulting in these tubes not being coated.

Event description:
It was reported that a bd vacutainer® brand sst ii tube was missing the additive. No serious injury or medical intervention reported.